Event description:
Customer reported a pump altitude alarm. Blood glucose level at the time of the event was 126 mg/dl, within the normal range of 54-500 mg/dl, indicating no adverse impact. Customer's insulin was suspended due to the alarm condition, and customer cleaned the speaker holes as instructed. Despite efforts to resolve the issue, such as cleaning the pump and waiting to resume insulin, the alarm persisted, preventing the loading of a new cartridge. Customer will load a new cartridge when ready and follow up if the issue continues, having received tips on preventing altitude alarms from technical support.